Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. It was also reported that the patient had recently been hospitalized due to breakthrough seizures; however, it is unknown whether the increase in seizure activity was above pre-vns baseline frequency. Review of x-rays by treating neurosurgeon revealed a fracture in the lead wire. The patient underwent ncp system replacement surgery, during which both the generator and lead (including electrodes) were replaced. At the time of explant, the neurosurgeon noted that one lead wire was completely severed and that the other appeared to be quite friable. The patient's seizures were reportedly stable following ncp system replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported lead wire fracture.